Manufacturer narrative:
Additional pro code selection that applies to the indication of this device <nhl, pjs> block b3: exact date unknown, approximate based on the date the manufacturer became aware of the event.

Event description:
It was reported that this deep brain stimulation (dbs) patient underwent an explant procedure due to the implantable pulse generator (ipg) displaying an end of service (eos) message, the exact date is unknow. It was noted that the device did not achieve its expected service life before reaching end of life. The ipg was subsequently explanted and replaced. Postoperatively, the patient was reported to be doing well with no complications. Per facility policy, the explanted device was disposed of and will not be returned for evaluation.